Event description:
On 1/30/97, a revision of a total hip arthroplasty was done for dissociation of the femoral head apparently caused by a failure of the biomodular femoral head used in the initial hip replacement on 1/15/97.